Event description:
Procedure type: sigmoid resection. According to the reporter: the device was fired on the sigmoid colon. Doctor stated that he squeezed the handle and did nothing else and the device began to fire on its own. The nurse stated that she heard the handle spring forward as if it was in firing mode. Nurse also stated that she saw the black knob move forward as the stapler began to fire. Procedure was switched to open. There was no bleeding reported in excess of 250cc. The case was extended by more than 1 hour. There was unanticipated tissue loss. A hole was noticed in the rectum and loose staples were found.

Manufacturer narrative:
(B)(4).